Event description:
The customer contact reported sparks. It was reported that after the device was plugged into an ac power outlet in the biomedical engineering dept, "sparks" were noted at an unspecified location. The customer contact also reported a "burning" smell. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.